Event description:
Additional information was provided on 16jan2025. The cook zenith with z-trak aaa endovascular graft converter had 2.5 stents sitting above the flow divider of the cook zenith alpha aaa endovascular graft main body. The proximal end of the zenith with z-trak aaa endovascular graft converter was sitting halfway down on the cook zenith alpha aaa endovascular graft main body sealing stent. The distal converter was sitting in the ipsilateral limb as per instruction for use (IFU). The clinician extended with a cook zenith alpha aaa endovascular graft iliac leg and a good seal was achieved distally. Angiography runs indicated a small leak behind the cook zenith with z-trak aaa endovascular graft converter as the contrast seen in the image provided to the manufacturer for investigation. The clinician ballooned the neck seal zone making sure the cook zenith alpha aaa endovascular graft main body proximal sealing stents and the cook zenith with z-trak aaa endovascular graft converter proximal sealing stent were fully sealed. It was at this point of ballooning that he clinician indicated a rupture occurred. The clinician converted to open surgery and the patient stabilized. The rupture repair was then completed. Post procedure, the clinician confirmed ballooning caused the rupture.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 09jul2025. The lot number for the cook coda balloon used in the procedure is not able to be provided. The physician was aware that excessive ballooning in an already diseased neck can cause rupture. The difficulty on the day was excessive ballooning causing rupture.

Event description:
Cook was notified that an aortic rupture occurred during the use of a cook coda balloon. The 81-year-old male patient had been diagnosed with an abdominal aortic aneurysm (aaa). It was reported that the patient was not a "perfect candidate" for endovascular aortic repair (evar). However, the patient was unfit for an open procedure. The patient underwent an evar procedure on (B)(6) 2024 in the vascular hybrid theatre at (B)(6) university hospital, (B)(6), ireland. A cook representative was present for the procedure. The following cook devices were placed during the procedure: zenith alpha aaa endovascular graft main body (rpn: zimb-26-84); zenith alpha aaa endovascular graft iliac leg (rpn: zisl-16-77). The grafts placed were not altered prior to implant. After successful implant of the devices on (B)(6) 2024, a type 1a endoleak was present. A zenith with z-trak aaa endovascular graft converter (rpn: esc-28-12-80-zt) was placed to treat the type 1a endoleak. A cook coda balloon catheter was used to balloon the proximal overlap of the zenith alpha aaa endovascular graft main body (rpn: zimb-26-84) and the zenith with z-trak aaa endovascular graft converter (rpn: esc-28-12-80-zt). After the placement of the zenith with z-trak aaa endovascular graft converter (rpn: esc-28-12-80-zt), the type 1a endoleak persisted. Ballooning was performed in the sealing zone of the grafts and the aorta ruptured. The clinician then converted the evar, aorto-uni-iliac (aui) procedure to an open repair laparotomy. The grafts were explanted and the patient was stabilized. On the day of the day of the procedure, the laparotomy was considered successful and the patient was stable. At the time of the occurrence, the clinician confirmed excessive pressure when using the cook coda balloon catheter in a diseased aorta which resulted in the rupture. MDR report 1820334-2024-01683 was submitted for the type 1a endoleak on the zenith with z-trak aaa endovascular graft converter (rpn: esc-28-12-80-zt). The focus of this report is the rupture of the aorta while using the cook coda balloon catheter.

Manufacturer narrative:
This event (excessive ballooning while using the cook coda balloon catheter causing rupture) was previously reported in MDR #1820334-2024-01683. The information was included in the report was for the zenith with z-trak aaa endovascular graft converter used in the same procedure for the same patient ((B)(6)). E1: phone: (B)(6). E3: vascular surgeon. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: cook was notified that a rupture occurred during a procedure where an unknown cook coda balloon was being used to mold implanted grafts. The patient was reported to not be "a perfect candidate for endovascular aortic repair (evar) but was unfit for open repair.¿ the patient underwent a standard endovascular aortic repair (evar) aorto-uni-iliac (aui) procedure on (B)(6) 2024 in the vascular hybrid theatre at cork university hospital, cork, ireland. It was planned to use a zenith alpha aaa endovascular graft main body and a zenith with z-trak aaa endovascular graft converter. The following devices were implanted during the procedure: zenith alpha aaa endovascular graft main body. Zenith with z-trak aaa endovascular graft converter. The zenith with z-trak aaa endovascular graft converter was sitting with 2.5 stents above the flow divider. The proximal end of the converter was sitting halfway down on the main body sealing stent. The distal portion of the converter was sitting in the ipsilateral limb as per instructions for use (IFU). It was reported that the type 1a endoleak persisted after the placement of the zenith with z-trak aaa endovascular graft converter. The clinician extended with the zenith alpha aaa endovascular graft iliac leg and achieved a good distal seal. After successful implant of the devices on (B)(6) 2024, angiography runs were completed, and a small leak was identified behind the converter. The clinician used a cook coda balloon catheter to balloon the proximal overlap of the zenith alpha aaa endovascular graft main body and the zenith with z-trak aaa endovascular graft converter to stop the endoleak. During the ballooning, the aorta ruptured. The clinician indicated that excessive cook coda balloon pressure in a diseased aorta caused the rupture and there was no fault of the graft. The clinician converted the evar (aui) procedure to a laparotomy. The devices were explanted. A rupture repair was completed. The patient was stabilized. A cook sales representative was present for the case. It was reported that no part of the procedure was performed off label or out of the patient selection criteria. The grafts were not altered prior to implant. Reviews of the documentation including the complaint history, quality control procedures, manufacturing instructions and instructions for use (IFU) of the device were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be performed. However, two still images were provided for expert review. During discussion with the global product manager concerning the inflation of the coda balloon inside the graft fabric material, it was concluded that if the balloon is inflated inside the graft material in the presence of calcification it is possible damage could occur to the vessel. However, further imaging would need to be provided to determine if this was a possibility. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that appropriate controls are in place within the manufacturing process to detect non-conformances related to this failure mode. A review of the device history record (DHR) could not be completed due to the lack of lot information provided by the facility. Cook was able to review product labeling. The product IFU, t_codalp-m_rev2 ¿coda lp balloon catheters,¿ provides the following information to the user related to the reported failure mode: warnings: ¿ do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown below. Over-inflation of balloon may result in: ¿ damage to vessel wall and/or vessel rupture. ¿ rupture of balloon. ¿ do not use a pressure inflation device for balloon inflation. ¿ do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. ¿ when used to expand a vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis. Precautions ¿ always monitor balloon inflation using fluoroscopic control. Potential adverse events ¿ vessel injury (arteriovenous fistula, artery spasm, dissection, intimal damage perforation, pseudoaneurysm, rupture) balloon introduction and inflation caution: prior to introduction, determine the amount of standard 3:1 saline and contrast mixture needed to inflate the balloon to the desired inflation diameter. Refer to the balloon inflation parameters chart. Over-inflation of the balloon may result in damage to vessel wall and/or vessel rupture. Evidence provided by the complaint facility, device failure analysis, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of non-conforming devices from the complaint lot in house or in the field. Based on the information provided, a review of the photos provided, and the results of our investigation, a definitive cause for the failure could not be established. While it is possible excessive ballooning and patient disease state possibly led to the rupture, further imaging would need to be provided to confirm this. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.